Event description:
Per provider customer states m2 motor felt. Customer states the chair will not drive at all. Customer was not with the chair and wanted some advice. Advised to check all connections to the motor and controller. Dealer to call back.